Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had cracked pump, keypad buttons stuck, rewind anomaly and the settings on the pump are erased. No harm requiring medical intervention were reported. Troubleshooting were declined by the customer. No return is expected.

Manufacturer narrative:
S/w version = 4.11c. Retainer ring= black. Case type = ngp. The pump was returned for rewind anomaly, keypad unresponsive, pump error 22 and cosmetic damage located at the reservoir compartment found on 27-oct-2022. Pump¿s history and trace files downloaded successfully using thus software. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No rewind anomaly noted during testing. No rewind alarms noted in the pump's memory. Motor was tested outside the pump and functioned properly. Pump error 22 was not noted in pump's downloaded history file and traces. Pump error 22 was not noted during testing. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcba 1 was locked properly during visual inspection. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Rewind anomaly not confirmed during testing. All buttons functioned properly during test. Keypad unresponsive was not confirmed. Pump error 22 was not confirmed during testing. Cosmetic damage at reservoir compartment was not confirmed, however, other cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.